Event description:
The customer reported dark images on the system and double beeps on the system. No pt injury was reported.

Manufacturer narrative:
The service rep pulled log files off system and found a communication failure with the generator. System was used after that time without errors. Checked with operator and system has not had a communication error.